Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implant had damaged internal threads. No further information provided.

Event description:
The thread tap reset the internal implant threads, so the crown fits tight again.

Manufacturer narrative:
This report is being submitted to report additional information. Since the lot number and item number is not known / provided and the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no product, item number or lot number.